Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The safety disk failed the leak test. Another safety disk was used to complete the pm. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane leak test out of the box. Another one was used to complete the pm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The suspected faulty safety disk was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the safety disk and no visual damage was observed. The technician then installed the safety disk into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center could not verify the failure of the disk failing the membrane leak test. The disk passed testing to factory specifications. The safety disk was sent to the getinge production department per procedure, and production verified the failure of the safety disk failing the membrane leak test with a reading of 7mmhg. The factory specification is +-6. The disk failed testing. The safety disk was retained in the national repair center per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.